Manufacturer narrative:
It was reported that when applying the skin adhesive, there was an increase in surgical site infection and long-lasting bluish discoloration of the patient's skin. To complete the case, another supplier's product was used. This report relates to the infection. The device is violet-tinted. No lot number was provided to conduct a thorough investigation. No medical intervention was stated, however, if this event recurred it could lead to serious injury. Therefore, this event will be reported.

Event description:
It was reported that when applying the skin adhesive, there was an increase in surgical site infection and long-lasting bluish discoloration of the patient's skin. To complete the case, another supplier's product was used.